Event description:
It was reported that a spectrum iq pump had an overinfusion during preventative maintenance testing. The parameters were "volume to be infused=2, flow rate=40, recorded volume=2.118, recorded rate=41.8, percent difference volume=6%, percent difference rate=4%". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.